Manufacturer narrative:
(B)(4).

Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that left revision surgery was performed due to pain, displacement of the acetabular cup and elevated blood metal ion concentration. Bilateral patient, right hip revision reported via MDR 3005975929-2017-00308.